Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that screwdriver got stuck in trial liner. Upon removal, the trial liner broke. All pieces were removed and surgery time was not extended.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that screwdriver got stuck in trial liner. Upon removal, the trial liner broke. All pieces were removed and surgery time was not extended. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the rim around the screw has broken with the screw and rim still attached to the quickset taper hex scdr rigid. Screw and rim condition is likely resulting from exposure to unintended forces such as overtightening, an off-axis assembly or prying motions applied while device is assembled likely causing damage to the hex tip leading to the observed condition. A functional test was performed, and the quickset taper hex scdr rigid could not disassemble as intended. Considering the observed condition, it is suspected that the hex tip was damaged preventing the device to release. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the emsys trl lnr n 54x40 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.